Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that gentamicin quality control (qc) results are imprecise. Controls were out of range on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer's site. The siemens cse inspected the instrument and noted the base pump was malfunctioning. The cse replaced the part and checked the water test paddles, containers, and degasser. The cse performed services and replaced the two water containers and a water filter. The instrument and water lines were primed, and the alignments were verified and acceptable. The daily cleaning procedure (dcp) was completed, and the calibration, qc, and precision tests were acceptable. Siemens confirmed the cse resolved the issue. No further evaluation of the device was required.

Event description:
Two discordant falsely elevated gentamicin (gent) results were obtained on one patient on the advia centaur xpt instrument. The result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer informed siemens that the patient was drawn a second time, and the sample was used for repeat testing. The customer obtained a lower repeat result of 0.31 ug/ml and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated gent results.